Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. Device reprogramming was performed to resolve event. The patient was stable.